Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the pacemaker system exhibited undersensing of the p wave, and impedance measurements could not be obtained. The patient also reported a history of telemetry difficulties. Multiple troubleshooting steps were attempted, however, telemetry could not be maintained. Technical services (ts) suggested programming options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the pacemaker system exhibited undersensing of the p wave, and impedance measurements could not be obtained. The patient also reported a history of telemetry difficulties. Multiple troubleshooting steps were attempted, however, telemetry could not be maintained. Technical services (ts) suggested programming options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.